Event description:
The customer reported to baxter south africa a continu-flo drug administration set that was involved in a no flow. According to the report, before attempting an infusion it was noticed that the sets were blocked. The condition was noted prior to use. There was no patient injury or medical intervention associated with this event. This is report 2 of 3 of the same reported problem from this facility. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.